Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7071618.

Event description:
It was reported that the patient had experienced inadequate stimulation. The patient underwent an explant procedure. During the procedure when the physician opened the patient up there was found a colored discharge. The patient was placed on antibiotics. The patient was doing well postoperatively and the explanted devices were not returned.